Event description:
Patient was having an open reduction with internal fixation of the pelvis. 6-hole 3.5 mm reconstruction plate was applied along the inner pelvic brim with screws placed proximally in an anti-glide compressive fashion, and the lag screws through the anterior column into the posterior column. Stable fixation obtained. During this process a stryker trauma sa scaled 2.5 drill bit broke off. The broken piece was left in the bone. Instruments are brought in a tray by the stryker field representative, so health care providers don't have the original packaging.